Manufacturer narrative:
Batch review performed on 24 february 2023: lot 2002720: (B)(4) items manufactured and released on 10-july-2020. Expiration date: 2025-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. Revision surgery at about 3 months from primary the surgeon revised the insert, implanting a 5mm thicker one and the surgery was completed successfully.